Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of non-sustained oversensing were noted on the right ventricular (rv) lead due to suspected, but unconfirmed, insulation damage. Technical support was contacted, however, no intervention was performed due to all rv lead parameters being in range. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of oversensing and insulation damage were confirmed. As received, a complete lead was returned in one piece. Two external insulation abrasions were found proximal to the suture sleeve tie impression with one abrasion breaching the optim sheath only and the other abrasion breaching the ring electrode cable lumen with one ring electrode ethylene tetrafluoroethylene (etfe) cable coating found to be abraded. The cause of the reported events was due to the external insulation abrasions with one abrasion found to be breaching the ring electrode cable lumen with abraded ring electrode etfe cable coating which is consistent with friction to the device can.

Event description:
Additional information received indicated the right ventricular lead and device were explanted and replaced. The patient was stable.

Event description:
Additional information received indicated that insulation damage was confirmed visually during the revision procedure.